Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. B4. Date of this report updated to 11 jan 2025. G3 date received by the manufacturer? 11 jan 2025. H3. Device evaluated by manufacturer? No. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311,22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of incident where physician was unable to remove the sensor on the first attempt made.the sensor was inserted on (B)(6) 2024.